Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection of the returned device noted damage consistent with explant damage. Otherwise the device was unremarkable. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Sales rep reported a right hip revision due to acetabular cup loosening. No delay/issues.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection of the returned device noted damage consistent with explant damage. Otherwise the device was unremarkable. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Sales rep reported a right hip revision due to acetabular cup loosening. No delay/issues.